Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the lateral branch of the coronary sinus (cs). The cs guidewire was successfully removed. Fluoroscopy showed that the lead had pulled back from its original position. The physician attempted to insert a guidewire to return the lead to its original spot, but as the guidewire was advanced, the entire lead disengaged from the lateral branch, and dislodged entirely from the cs. The lead was then completely explanted. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.